Event description:
While monitoring the pt in paddles mode, the ECG displayed by the monitor intermittently appeared to be non-physiologic artifact. There were no adverse affects to pt report as a result of the alleged malfunction.